Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented remotely via merlin.net transmission, two episodes of noise reversion due to myopotential oversensing was observed on the device. Patient was asymptomatic. Programming changes were made. Patient was stable.